Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. A monarc hammock was also implanted at that time. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including surgeries on (B)(6) 2007 and (B)(6) 2007 no additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, bowel problems, bleeding, dyspareunia, neuromuscular problems. It was reported that the patient underwent mesh removal and a hysterectomy on (B)(6) 2010. It was reported that patient underwent removal/revision of sling and vaginal graft and a laparoscopic assisted vaginal hysterectomy on (B)(6) 2012. No additional information was provided. (B)(4).